Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a balloon-occluded retrograde transfemoral obliteration (brto) procedure in the renal vein using a px slim delivery microcatheter (px slim). During the procedure, while attempting to advance a px slim through another manufacturer''s 6f catheter, the physician experienced resistance after advancing the px slim approximately twenty centimeters into the catheter and subsequently, was unable to advance the px slim further. Therefore, the px slim was removed and the procedure was completed using another manufacturer¿s microcatheter without further issues. There was no report of an adverse effect to the patient.